Event description:
It was reported that a user¿s dexcom g7 sensor could not pair with the ilet for several hours, with pairing failures noted in alerts, and the issue resolved after guided troubleshooting that involved switching the ilet cgm setting from g6 to g7 and re-initiating pairing. Symptoms included no glucose data availability on the pump due to the pairing failure. Outcomes included user inconvenience and temporary loss of cgm-driven automation until pairing was re-established. Investigation included remote review of device alerts and guided software setting adjustments for cgm type and pairing. Investigation of this case revealed a pairing configuration issue that was corrected by toggling the cgm type and confirming the pairing code, consistent with a communication or configuration problem between the pump and cgm transmitter. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient cgm communication disruption.